Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100's cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
The customer indicated that the positive bi results were due to the end user depressing the caps on the bi prior to processing. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), concomitant product evaluation, and product return and retains analysis. The DHR could not be reviewed without lot number available. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number could not be performed without lot number available. The sra indicates the risk associated with hazard of quality problem with no impact on safety is "low." Without the lot number, retains testing could not be performed. Product was discarded by the customer and not available for testing. There is likely not an issue with the concomitant sterrad unit. The customer reported the issue was caused by bi preparation use error. No further investigation against the unit is required in this case. Instructions for use (IFU) for cyclesure 24 biological indicator(bi) were reviewed and were found adequate to address the use error issue in this case. The IFU indicates that the cap is to be pressed down after sterrad processing. To enable the sterilant, hydrogen peroxide, to get into the sterrad cyclesure 24 vial, the cap must not be depressed prior to processing in a sterilization cycle. Assignable cause in this case can be attributed to use error as customer stated the end user depressed the bi cap prior to sterrad processing. The customer has been sent a letter to address the issue. The issue will continue to be tracked and trended.